Event description:
Procedure: lung resection. According to the reporter: upon firing first load with staple line reinforcement, the jaws would not open. The stapler was removed leaving the sulu closed across tissue. A new sulu was loaded into same stapler and tissue on pt side was resected to remove the first sulu. Surgery time was extended by approximately one hour.